Event description:
Problem: two -2- alcon restor apodized diffractive iol's -24.0 diopter- had cracks down the middle of the lens. While performing cataract surgery, an alcon restor apodized diffractive iol -24.0 diopter- was placed in the pt's eye. Once implanted, the surgeon noticed that the lens was cracked down the middle. He removed the cracked lens and asked for a second lens -24.0 diopter-. He then implanted a second restor lens. Again, once implanted he noticed that the second lens had a crack down the middle of it. He asked for a third lens -24.0 diopter-, but there was not a third one available in that diopter. He then asked for a 23.5 diopter restor lens. The third restor lens that he implanted appeared to be fine. This is the first time that rptr has encountered such problems with the alcon restor lens. The cracks before tech folded the lens for insertion.